Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated further investigation relating to this issue through a CAPA and potential causes from the manufacturing process have been identified. As a result, corrective actions have been established and are in the process of being implemented. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Further investigation activities have been conducted relating to this product issue and possible root causes from the manufacturing process have been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA. The investigation has identified possible root causes from the manufacturing process and corrective actions are in the process of being implemented.

Event description:
It was reported that the safety on a bd eclipse¿ blood collection needle with luer adapter fell off when trying to engage it over the needle. The healthcare provider was able to safely dispose of it in the sharps container and there was no report of exposure, injury or medical interventions.